Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of four (4) flexicaps were ¿falling out when going to use¿. It was further reported that the iodine of the flexicaps were drying out. This was observed during set up of the devices of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of four (4) flexicaps were ¿falling out when going to use¿. It was further reported that the iodine of the flexicaps were drying out. This was observed during set up of the devices of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.